Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported phenomenon of telemetry failure but did replace the link electronic module board. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and a programmer head were returned for service. It was also requested that there be a test and calibration. Follow-up indicated that the programmer head was serviced as preventive although failure was unable to be confirmed. No patient complications have been reported as a result of this event.